Event description:
Infected fluid collected in the pelvis [pelvic fluid collection]. Case description: an spontaneous report was received on 21-apr-2009 from an hcp, via a company representative regarding a female, patient, name and age not known, who experienced collection of infected fluid in the pelvis, two weeks post-operation. The hcp reported that the patient underwent total laparoscopic hysterectomy and had to undergo a hospitalization two weeks post-op due to infected fluid collection in the pelvis. For other adverse events reported in the same source document, (B)(4). Manufacturer's comment: the benefit-risk relationship of seprafilm is not affected by this report.